Manufacturer narrative:
Three samples from the patient were submitted for investigation. During the investigation sample 1 pth stat result was 30.0 pmol/l, sample 2 pth stat result was 31.7 pmol/l and sample 3 pth stat result was 29.8 pmol/l. The patient samples will be investigated further.

Manufacturer narrative:
Further investigation of the patient samples confirmed the presence of a human anti-mouse antibody (hama) interference. The elevated pth stat results are due to this interference. Between (B)(6) 2011 and (B)(6) 2016 there was 1 confirmed incidence of interference with the pth and pth stat assays for every (B)(4) tests sold.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for elecsys pth stat immunoassay (pth stat) on a cobas e 411 immunoassay analyzer. The erroneous results were reported outside of the laboratory. In 2014 the patient had a pth stat result on the e411 analyzer of 28 pmol/l. This result did not correspond to the patient¿s clinical picture so the sample was sent to an external laboratory where the result from the siemens immulite method was 1.9 pmol/l. The result of 1.9 pmol/l corresponds to the patient¿s clinical picture. On (B)(6) 2017 a new sample was tested on the e411 analyzer and the pth stat result was 35 pmol/l. The sample was sent to the external laboratory using the siemens immulite method and the result was 4.7 pmol/l. There was no allegation that an adverse event occurred. The customer thinks there may be an interference. The e411 analyzer serial number was (B)(4).